Manufacturer narrative:
Concomitant medical device: lnq11 icm implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing that resulted in occasional atrial pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.